Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the battery lock was damaged. The autopulse is a reusable device and was manufactured on 04/02/2011. The physical damage found during visual inspection can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint of the platform displaying user advisory (ua) 7. A review of the platform archive log showed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on (B)(6) 2016. The archive also showed that the platform was last powered on (B)(6) 2016 during functional testing the autopulse, the platform displayed ua 7 upon power-up. Further testing showed that load cell module 2 was defective causing the platform to display ua 7. In-house test load cell was installed on the platform and ran the device with lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 30 minutes. The platform did not exhibit any user advisories or faults. In summary, the customer's reported complaint of autopulse displaying ua 7 was confirmed during archive review and functional testing and was attributed to a defective load cell module 2. After replacing the load cell module, the platform passed all final testing criteria.

Event description:
During a routine shift check, it was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) upon turning on the device. No patient involvement was reported.